Manufacturer narrative:
G4: (B)(6) 2019 b4: (B)(6) 2019 d4: (B)(4). H11: upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report #2031642-2019-10078 was submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/15/2019.

Event description:
The customer reported machine pressure sensor autozero failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.